Event description:
The pt reported that she is having numbness in the bottom of her right foot and has been getting painful sensations in her right leg as well. She turned her device off, but the symptoms persisted. Further information is being requested from the hcp.

Manufacturer narrative:
This report is being submitted following an internal audit. To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.